Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
Maquet received a report for one hemopro device overheated. Follow-up attempts were made and no info was available. Case info and pt status were unknown. We have not been able to obtain any additional info. This is filed as serious injury due to pt status was unknown.